Event description:
Eye infection a week after using renu contact lens solution for the first time. Had to attend an optomertrist due to the pain and discomfort that I was having. The dr immediately told me that I could not wear lenses for at least a week. She gave me eyedrops and a prescription for more. She said that she thought that it was a severe form of conjunctivitis and that I would have to wear glasses till my next visit. A week later, I returned and was examined by another dr, he said that the infection had cleared up, and he recommended that I should try another type of contact lens. I tried a sample pair with solutions provided by the opticians. These lenses were okay. Event abated after use stopped.